Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered repeated alerts to restart, including alert 38 indicating consecutive motor stalls, and the user was unable to proceed during a dry run; the event was associated with failure to infuse insulin and the motor component, and the user discontinued ilet use and managed glucose with subcutaneous insulin by pen while using a dexcom g7. Symptoms included hyperglycemia with thirst and a reported blood glucose over 400. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.